Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio reviewed the device's electronic records and observed that the device successfully charge and shocked the patient twelve (12) times.  On the thirteenth attempt, physio observed that the device completed the charge cycle but then powered off for reasons unknown. As a precaution, physio replaced the device's system pcb assembly and battery pins.  Physio also inspected and tightened the keps nuts in both battery wells. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had powered off by itself during a recent event involving a patient. The customer further advised that they had successfully provided multiple shocks to the patient when the device suddenly powered off. Medical personnel were unable to restore power, so a backup device was obtained and used to continue patient care. The delay in obtaining the backup device was unknown. The patient survived the event; however, no further details about the patient or the event were provided.